Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal issues"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (she underwent a total laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, gastrointestinal disorder, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, gastrointestinal disorder, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure ablation devices arc seen in the pelvis"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastrointestinal disorder, adenomyosis, incision site pain, bloating, pelvic discomfort and abdominal pain. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and gastrointestinal disorder ("gastrointestinal issues"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage and gastrointestinal disorder outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was successfully occluded ultrasound pelvis - on an unknown date: essure devices appeared appropriately positioned concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure ablation devices arc seen in the pelvis"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder. Concurrent conditions included gastrointestinal disorder, adenomyosis, incision site pain, bloating, pelvic discomfort, abdominal pain, arthritis and lsil. Concomitant products included alprazolam (xanax), duloxetine hydrochloride (cymbalta), naproxen, sertraline, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit), trazodone and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 2 months 14 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("gastrointestinal issues"), abdominal pain ("abdominal area"), back pain ("back area") and arthralgia ("joint area"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy on 17-jun). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, gastrointestinal disorder and dyspareunia outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and arthralgia was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: results: essure devices appeared appropriately positioned. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-dec-2018: pfs received. Concomitant medication and condition added. Events abdominal area, back area, joint area were added. On 21-sep-2017: no new information received. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure ablation devices arc seen in the pelvis"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastrointestinal disorder, adenomyosis, incision site pain, bloating, pelvic discomfort and abdominal pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and gastrointestinal disorder ("gastrointestinal issues"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, gastrointestinal disorder, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion ultrasound pelvis - on an unknown date: essure devices appeared appropriately positioned. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received event " psychological or psychiatric problems condition: depression and mental anguish" were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure ablation devices arc seen in the pelvis"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastrointestinal disorder, adenomyosis, incision site pain, bloating, pelvic discomfort and abdominal pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and gastrointestinal disorder ("gastrointestinal issues"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, gastrointestinal disorder, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: essure devices appeared appropriately positioned. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Following event: dyspareunia (painful sexual intercourse) were added. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure ablation devices arc seen in the pelvis"), pelvic pain ("chronic pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastrointestinal disorder, adenomyosis, incision site pain, bloating, pelvic discomfort and abdominal pain. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and gastrointestinal disorder ("gastrointestinal issues"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage and gastrointestinal disorder outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was successfully occluded ultrasound pelvis - on an unknown date: essure devices appeared appropriately positioned concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs and mr received: reporter, patient demographic information, product indication, removal date updated, lot no, concomitant disease, new events genital haemorrhage, vaginal haemorrhage and device dislocation added. Outcome for the event pelvic pain updated to recovering / resolving. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure ablation devices arc seen in the pelvis') and pelvic pain ('chronic pelvic pain, pain') in a 33-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder. Concurrent conditions included gastrointestinal disorder, adenomyosis, incision site pain, bloating, pelvic discomfort, abdominal pain, arthritis and lsil. Concomitant products included alprazolam (xanax), duloxetine hydrochloride (cymbalta), naproxen, sertraline, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit), trazodone and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 2 months 14 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("gastrointestinal issues"), abdominal pain ("abdominal area"), back pain ("back area"), arthralgia ("joint area"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy on 17-jun). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, gastrointestinal disorder and dyspareunia outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, back pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved, the dysmenorrhoea, abdominal pain and arthralgia was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: results: essure devices appeared appropriately positioned. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection,uti, vaginal infection, vaginal discharge were added. Event outcome of pain, bleeding, urinary problem were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure ablation devices arc seen in the pelvis') and pelvic pain ('chronic pelvic pain, pain') in a 33-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder. Concurrent conditions included gastrointestinal disorder, adenomyosis, incision site pain, bloating, pelvic discomfort, abdominal pain, arthritis and lsil. Concomitant products included alprazolam (xanax), duloxetine hydrochloride (cymbalta), naproxen, sertraline, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit), trazodone and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 2 months 14 days after insertion of essure. On 1-dec-2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("gastrointestinal issues"), abdominal pain ("abdominal area"), back pain ("back area"), arthralgia ("joint area"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed) with bilateral salpingectomy on (B)(6)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, gastrointestinal disorder and dyspareunia outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, back pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection had resolved, the dysmenorrhoea, abdominal pain and arthralgia was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: results: essure devices appeared appropriately positioned. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, dysmenorrhea, pelvic pain. Lot number:731586. Manufacturing date: (B)(6) 2010. Expiration date: 2013/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.